Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. As a proactive measure reformatted and reloaded software. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that expected images could not be found on the 9900 system. There was no report of pt injury.